Manufacturer narrative:
(B)(4). According to the complainant, the suspect device remains implanted and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent has been implanted to treat an intraductal malignant stricture due to liver disease in the common bile duct and common hepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed inside the patient. However, under fluoroscopy, it was noticed that the proximal side of the stent had moved slightly distally into the bile duct. Reportedly, the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.